Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched and evaluated the device. Customer technical support advised the customer to perform and enhanced ise clean. The patient was admitted to hospital based on these initial low results reported, however no additional treatment was received and the patient was discharged the next morning. Beckman coulter internal identifier is case-(B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported receiving erroneous low ise patient results on the au480 clinical chemistry analyzer. The erroneous results were reported outside of the lab. The customer stated that the patient had a history of low sodium results, so the sample was not repeated. The patient was admitted to hospital based on the initial low results reported, however no additional treatment was received and the patient was discharged the next morning. A sample was later redrawn and the result was 136mmol/l without any medical intervention. The physician questioned the original result, so the sample was repeated and a result of 133mmol/l was recorded.